Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the user would receive a group a strep result from the analyzer, allow the cartridge to incubate longer, and then reinsert the same cartridge into the analyzer obtaining a different group a strep result from the analyzer. The user was advised to use a new sample and cartridge if repeat testing was needed. This event occurred an unspecified number of times. There was no report of patient impact. No additional information was provided by the customer after several follow-up attempts.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges a discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reports receiving a different result after removing the cartridge from the analyzer, allowing it to incubate a bit longer, and then reinserting back into the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time. The customer was advised they should not remove the cartridge from the analyzer to be allowed to incubate for longer and then reinserted back into the analyzer. They were also advised that a new sample and cartridge should always be used if a repeat test is needed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep, the user would receive a group a strep result from the analyzer, allow the cartridge to incubate longer, and then reinsert the same cartridge into the analyzer obtaining a different group a strep result from the analyzer. The user was advised to use a new sample and cartridge if repeat testing was needed. This event occurred an unspecified number of times. There was no report of patient impact. No additional information was provided by the customer after several follow-up attempts.